Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to issue medication to a patient, the user needed a validation code, but the pharmacy stated the user did not need one. A technical support specialist instructed the customer how to request a rxverify to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user needed help with rxverify the customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.